Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the reported event confirmed the reported damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cutting block has worn down over time and the saw no longer enters smoothly and affects the surgeons cuts. It was not used in surgery.